Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in a non-tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x12mm balloon. A taxus express2 3.5x16mm drug eluting stent was inserted and "slid off the balloon catheter just outside of the guide". The dislodged stent was retrieved with a snare and the procedure was successfully completed with another 3.5x16mm taxus stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
.